Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anaplastic large cell lymphoma." Date of alcl diagnosis: (B)(6) 2019.

Event description:
Healthcare professional reported anaplastic large cell lymphoma on the right side. Device status is unknown. Cd30+ and alk- were confirmed.